Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of distal tip detachment of device or device component.

Event description:
It was reported that an injection gold probe was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the gold probe was inserted through the scope. Midway through using the gold probe, the distal gold tip detached from the end of the catheter and fell into the patient's stomach. The tip was retrieved by suctioning it through the scope. They used another gold probe to complete the procedure. There were no patient complications as a result of this event.